Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated toxo igg results in reactive range generated by unicel dxi 800 access immunoassay analyzer for two patients. The results were reported out of the laboratory. The results generated by the access analyzer were discordant to an alternate method. The customer did not receive any report of death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples are serum. Centrifugation information was not supplied. Customer product line support (cpls) tested both samples from the patient #2, but could not reproduce the customer's results. The results were non-reactive (0.15 and 0.11 iu/ml for samples #1 and 2, respectively) on toxo igg assay. The samples from patient #1 were not available. A clear root cause for this event has not been determined. Cpls tested the available samples.